Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery to explant an infected dhs on a (B)(6) years old male. Depuy prostalac system used. During the acetabular implantation of a all poly cup with simplex ciment and tobramycin/vancomycin product code 1219-32-450, the blood pressure of the patient dropped and the surgery had to be postponed until the anaesthesia team was able to stabilize the patient. The patient was getting transfusions and the blood loss before the incident was at about 2000 ml. The surgeon closed without the femoral stem and head. After 1 hour, we restarted the surgery to complete it. Redraping the patient. The instrument remained in the room during the emergency blood transfusion. Same instruments were used to finish the surgery. Surgeon implanted 3 cables (synthes) a prostalac stem 1541-13-000 and a 32mm head 1365-22-000

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.